Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer¿s blood glucose (bg) level was high with diabetic ketoacidosis, however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy.